Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump alarmed no disposable pump won't run. It was reported the device also exhibited an air bubble. Per reporter residual volume was: 39.6, rate 55 ml 24 hrs. And 60.4 ml was given. No adverse patient effects were reported. No additional information is available at this time.